Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report : analysis of the available patient files dated revealed: an abnormal battery depletion; no overconsumption, the expertise of the returned ICD didn¿t reveal an over-consumption. The root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, on (B)(6) 2023, a battery depletion (abrupt decrease) was observed during a routine follow up in the center. An af ablation was done on (B)(6) 2023 without any issue. The device was explanted on(B)(6) 2024.

Manufacturer narrative:
Please refer to the attached report analysis of the available patient files dated revealed: oan abnormal battery depletion ono overconsumption -the expertise of the returned ICD didn¿t reveal an over-consumption. The battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Event description:
Reportedly, on (B)(6) 2023, a battery depletion (abrupt decrease) was observed during a routine follow up in the center. An af ablation was done on (B)(6) 2023 without any issue. The device was explanted on (B)(6) 2024.

Event description:
Reportedly, on (B)(6) 2023, a battery depletion (abrupt decrease) was observed during a routine follow up in the center. An af ablation was done on (B)(6) 2023 without any issue. The device explantation is planned on (B)(6) 2024.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached report : the preliminary analysis of the provided patient files revealed an abrupt decrease of battery voltage. A battery issue is suspected. A device explantation should be considered as soon as possible.